Event description:
Patient revised for loose tibial tray at cement/implant mantle. Cement mfg by depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in searching the complaint database was not supplied. The investigation could not draw any conclusions about the reported event based on the provided information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.